Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, h11.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support following the completion of the procedure. An intuitive surgical inc. (Isi) technical service engineer (tse) was notified that the surgeon side console (ssc) lost power, resulting in a non-recoverable fault. It was determined that multiple pieces of equipment were plugged into the same wall outlet, which may have contributed to the incident. The issue was resolved by relocating the ssc power cable to a different wall outlet. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted mitral valve repair procedure, the customer experienced a non-recoverable fault. It was reported that the surgeon side console (ssc), an ice cooler, and pieces of the perfusionist equipment were plugged into the same wall circuit resulting in the ssc losing power and a non-recoverable fault. It was stated that it was towards the end of the procedure, so the surgeon was able to complete the procedure through the already established mini thoracotomy incision with no additional incisions being made and the patient seemed to have tolerated the conversion. The issue was resolved at the end of the procedure by moving the ssc power cable to another bank of wall outlets. The procedure was converted to open and completed as planned.